Event description:
It was reported that during a vaginal hysterectomy procedure, while using the superjaw on the patient's right side of the uterus, the patient experienced a third degree burn on the posterior vaginal wall. Case was completed using the same existing superjaw device. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information: how was it determined that the g2 super jaw device caused the burn and not another energy-sources instrument? There was no other energy-source devices used. Where was the device being used when the burn occurred? The device was placed on the patient's right vaginal wall side of the uterus with tight spacing. What is the size of the burn? Size of the burn is unknown. Is the burn was top to bottom or from the side of the jaws. It is speculated that the burn came from the bottom of the jaws. Was the observed burn on the tissue that the surgeon was attempting to seal (i.e. Burn is lateral or out of the side of the jaw) vs. Is the burn on different tissue that the surgeon was not sealing (i.e. Out the top or bottom of the jaw)? The burn is on different tissue that the surgeon was not sealing. Was speculum in place when the burn occurred? No. What medical intervention was used to treat the burn? (Such as salve or stitches) no. Are there any anticipated long-term effects from the burn? Longer patient recovery time. When was the burn noticed: during the procedure it was noticed during the procedure and was identified as a third degree burn post operatively. Did the patient need any follow-up? Yes, the patient had to return for post op follow up and that is when the burn was identified as a 3rd degree burn. Patient is currently fine. Patient age and weight; did the patient have any pre-existing conditions? Do not have this information.